Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, (per CAPA no. Omsc-hq-153-19), the reported issue was likely caused by the scope being removed by the user immediately after suction. The event can be detected/prevented by following the instructions for use (IFU) which state: warning (section 4.4 tjf scope manual) "take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. After releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿ this supplemental report includes an update to b5 also, a correction has been made to d4 and g2 from the initial medwatch. Regarding d4, since the device lot number is unknown, the UDI cannot be determined. Therefore, the UDI has been corrected to ¿unknown.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer provided the following clarification regarding the reported event: mucosal tissue was observed on the tip of the device while in the sink. Three days later, mucosal tissue was found in the same sink. It was confirmed that it was the same mucosal tissue from the previous event (as noted three days prior) and not related to another event.

Manufacturer narrative:
The suspect device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that there were pieces of flesh attached to the single use distal cover in the sink when it was removed from the scope for cleaning after a therapeutic endoscopic retrograde cholangiopancreatography procedure. The distal cover was discarded. Reportedly, another piece of tissue was found in the sink 3 days after the first incident. The identity and details of the foreign material were unknown; however, it was noted that the mucosal tissue was about 1.5 centimeters long and string like. The device was inspected prior to use with no issues noted. There was no harm or user injury reported due to the event. This MDR is being submitted for the second incident reported. The related patient identifier (B)(6) reports the evis lucera elite duodenovideoscope. The first incident was reported under patient identifier (B)(6) (single use distal cover) and (B)(6) (evis lucera elite duodenovideoscope).